Event description:
It was reported the patient experienced intermittent stimulation. The patient did notice that she didn't feel stimulation and when she checked the device, the stimulation had turned off. This had been occuring over the past six months. The patient did no use scheduled or cycling therapy. The device ws reprogrammed, but unable to duplicate the symptoms. No further outcome was reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.